Manufacturer narrative:
Device evaluation: visual analysis and microscopic of the returned device identified: broken shell with smooth edge and with sharp edge where is localized stress induced, around 25-50% of the shell is missing, stress marks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with smooth edge assessed as smooth opening. Broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Stress marks missing shell that is assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown and rupture. Device remains implanted.